Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance anomaly. Another rv lead was successfully placed. No additional adverse patient effects were reported.